Manufacturer narrative:
(B)(4). Failure event observed during analysis. A partial lead measuring 46.8cm with the connector pins was received in two segments for analysis. External insulation abrasion was noted at 0.8-0.9cm and 17.3-17.4cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can or to another implanted device. Internal insulation abrasion was noted at 3.6-4.6cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.